Event description:
It was reported that during use with the bd phoenix¿ ap a contamination issue was discovered. Several purity plates have grown proteus, and they have seen a few vancomycin s. Aureus isolates. There was no report of patient impact. The following information was provided by the initial reporter: it was reported that customer believes that they may have a contamination issue, as several purity plates have grown proteus, and they have seen a few vancomycin s. Aureus isolates.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use with the bd phoenix¿ ap a contamination issue was discovered. Several purity plates have grown proteus, and they have seen a few vancomycin s. Aureus isolates. There was no report of patient impact. The following information was provided by the initial reporter: it was reported that customer believes that they may have a contamination issue, as several purity plates have grown proteus, and they have seen a few vancomycin s. Aureus isolates.

Manufacturer narrative:
H.6 investigation summary: this memo serves to summarize findings on recent complaint (B)(4) on the instrument 448010 (phoenix ap), serial number (B)(6), where it was reported that the instrument had qc failures. Per technical service support, the instrument was cleaned and the issue resolved. No instrument error was detected. The ap instrument does not have a service history of these issues at time of this event. However, bd will continue to monitor for complaint trending. The review of the device history record was complete and no issue was seen. A review of past complaints on this product over the past 12 months yielded no trend seen for this issue as of (B)(6) 2022. H3 other text : see h.10.